Event description:
The following has been reported: reported service alarm, not in patient use yet, pump used for training so no patient harm. Did do hard shut down on pump. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The unit was tested with multiple basic hardware checks which all passed. Test infusions of 10, 100, and 1000 ml/hr were run for several days with no alarms. The unit was booted up on multiple different occasions to see if letting the unit rest would cause the issue. Valve 1 only fails to actuate when pump is booted up after sitting powered down and allowed to cool off. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.